Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and endocarditis. Reportedly, there was also vegetation on the valve. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.